Event description:
It was reported that the user experienced persistent hyperglycemia with glucose readings reported over 400 mg/dl for several hours and subsequent readings in the 300s, with troubleshooting revealing a bent infusion set cannula and multiple recent supply changes; the user was guided to replace pump supplies and restart cgm integration. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information to identify a device component implicated, while a medical device problem could not be characterized due to limited information; a bent cannula was observed and resolved after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.